Manufacturer narrative:
The reporter indicated that a 13.2mm, vticm5_ 13.2, -9.00/2.0/170 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021 and high vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim#: (B)(4).

Manufacturer narrative:
Patient ID:(B)(6). This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm ,vticm5_13.2, -9.00/2.0/170 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) and high vault was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.